Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports lots 2972078 and 2849909. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the label lot code required for the stem was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the tibial tray and femoral component at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.